Manufacturer narrative:
A partial lead with the middle portion measuring 38.0cm was returned for analysis. External insulation abrasion was noted at 28.5-30.0cm from the proximal end of the rv shock coil, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 10.0-10.2cm from the proximal end of the rv shock coil. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate shock therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving shocks due to lead noise. Noise was unable to be reproduced in clinic with provocative movements. Patient was stable before, during and after the event. No further information.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was extracted. It was noted that lead fracture was noted during extraction along with a tear in the atrial wall. Tear was addressed with emergency open heart surgery. Patient was stable before, during and after the procedure.